Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared as per the dfu and continuous flush maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events.

Event description:
It was reported that during the procedure, the coil (subject device) couldn't be pulled or pushed while advancing inside a microcatheter. When the subject coil was removed, it was found to be prematurely detached inside the microcatheter. The subject coil was successfully removed from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the coil (subject device) couldn't be pulled or pushed while advancing inside a microcatheter. When the subject coil was removed, it was found to be prematurely detached inside the microcatheter. The subject coil was successfully removed from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.